Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure inserts"), back pain ("severe back pain"), uterine perforation ("uterine perforation") and pregnancy with contraceptive device ("pregnancy") in a 38-year-old female patient (gravida 3, para 2) who had essure (batch no. B15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes". The patient's past medical history included multigravida and parity 1 on (B)(6) 2013. Concurrent conditions included postpartum state and miscarriage. Concomitant products included etonogestrel for contraception. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced premature delivery ("premature delivery"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), medical device pain ("pain from migrated essure inserts") and depression ("anxious and depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with phentermine, surgery (full hysterectomy with bilateral salpingectomy), essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device, premature delivery, medical device pain, weight increased and depression outcome was unknown and the back pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, depression, device dislocation, medical device pain, pregnancy with contraceptive device, premature delivery, uterine perforation and weight increased to be related to essure. The reporter commented: premature delivery was reported, however, the delivery occurred at 38 weeks (discrepant information). Baby was born with low birth weight (case# (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed failure to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet provided. Information added/updated: date of birth, medical history, essure insertion/removal dates, lot number, removal method, events (pregnancy with essure, premature delivery, weight fluctuation updated to weight gain, uterine perforation, device ineffective). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure inserts"), back pain ("severe back pain"), uterine perforation ("uterine perforation") and pregnancy with contraceptive device ("pregnancy") in a 38-year-old female patient (gravida 3, para 2) who had essure (batch no: b15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" on (B)(6) 2013. The patient's past medical history included multigravida and parity 1 on (B)(6) 2013. Concurrent conditions included postpartum state and miscarriage. Concomitant products included etonogestrel for contraception. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced premature delivery ("premature delivery"). On (B)(6) 2014, the patient experienced pelvic pain ("pain "). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), medical device pain ("pain from migrated essure inserts") and depression ("anxious and depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with phentermine, surgery (full hysterectomy with bilateral salpingectomy), surgery (full hysterectomy with bilateral salpingectomy) and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device, premature delivery, medical device pain, weight increased, depression and pelvic pain outcome was unknown and the back pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, depression, device dislocation, medical device pain, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine perforation and weight increased to be related to essure. The reporter commented: premature delivery was reported, however, the delivery occurred at 38 weeks (discrepant information). Baby was born with low birth weight (case#: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received ,new reporter ,lab data, essure start date ,event pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure inserts"), back pain ("severe back pain"), uterine perforation ("uterine perforation") and pregnancy with contraceptive device ("pregnancy") in a 38-year-old female patient (gravida 3, para 2) who had essure (batch no. B15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes". The patient's past medical history included multigravida and parity 1 on (B)(6) 2013. Concurrent conditions included postpartum state and miscarriage. Concomitant products included etonogestrel for contraception. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced premature delivery ("premature delivery"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), medical device pain ("pain from migrated essure inserts") and depression ("anxious and depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with phentermine, surgery (full hysterectomy with bilateral salpingectomy), surgery (full hysterectomy with bilateral salpingectomy) and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed in may 2015. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device, premature delivery, medical device pain, weight increased and depression outcome was unknown and the back pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, depression, device dislocation, medical device pain, pregnancy with contraceptive device, premature delivery, uterine perforation and weight increased to be related to essure. The reporter commented: premature delivery was reported, however, the delivery occurred at 38 weeks (discrepant information). Baby was born with low birth weight (case# (B)(6) ). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: confirmedfailure to occlude fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure inserts"), back pain ("severe back pain"), uterine perforation ("uterine perforation") and pregnancy with contraceptive device ("pregnancy") in a 38-year-old female patient (gravida 3, para 2) who had essure (batch no. B15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in (B)(6) 2013. The patient's past medical history included multigravida and parity 1 on (B)(6) 2013. Concurrent conditions included postpartum state and miscarriage. Concomitant products included etonogestrel for contraception. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced premature delivery ("premature delivery"). In (B)(6) 2014, the patient experienced pelvic pain ("pain "). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), medical device pain ("pain from migrated essure inserts") and depression ("anxious and depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with phentermine, surgery (full hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device, premature delivery, medical device pain, weight increased, depression and pelvic pain outcome was unknown and the back pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, depression, device dislocation, medical device pain, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine perforation and weight increased to be related to essure. The reporter commented: premature delivery was reported, however, the delivery occurred at 38 weeks (discrepant information). Baby was born with low birth weight (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure inserts'), embedded device ('misplaced essure coils embedded within myometrium'), back pain ('severe back pain') and uterine perforation ('uterine perforation/perforation of essure coils') in a 38-year-old female patient who had essure (batch no. B15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in (B)(6) 2013. The patient's medical history included parity 1 on (B)(6) 2013 and multigravida. Concurrent conditions included postpartum state and miscarriage. Concomitant products included etonogestrel for contraception as well as etonogestrel (nexplanon). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2014, the patient experienced premature delivery ("premature delivery"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), medical device pain ("pain from migrated essure inserts") and depression ("anxious and depressed"). The patient was treated with phentermine and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, pregnancy with contraceptive device, premature delivery, medical device pain, weight increased, depression and pelvic pain outcome was unknown and the back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, depression, device dislocation, embedded device, medical device pain, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine perforation and weight increased to be related to essure. The reporter commented: premature delivery was reported, however, the delivery occurred at 38 weeks (discrepant information). Baby was born with low birth weight (case# (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: failure to occlude. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information added. Event: misplaced essure coils embedded within myometrium added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right tube and essure coil was removed from the abdomen') in an adult female patient who had essure (batch no. 664657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, dysmenorrhea, abdominal distension, abdominal pain lower, stress urinary incontinence, pelvic pain female, dysmenorrhea, adenomyosis, cystocele, diarrhea, uterine enlargement, cystoscopy and uterine fibroid. Patient was on her period on (B)(6) 2009. Previously administered products included for analgesia: motrin, toradol and zanax.. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (b/l salpingectomy removal essure, operative hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device and device dislocation to be related to essure. The reporter commented: patient had no complications during essure hysteroscopy insertion procedure. (B)(6) 2017: her tubes have been removed prior her ovaries appear to be within normal limits there is loss uterosacrailigament support. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : both the right tube and essure coil was removed from the abdomen. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received: event: medical device removal was replaced by 'the right tube and essure coil was removed from the abdomen' , medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure inserts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device pain ("pain from migrated essure inserts"), back pain ("severe back pain"), weight fluctuation ("weight fluctuations") and depression ("anxious and depressed"). The patient was treated with surgery (full hysterectomy with removal of the essure devices). Essure was removed. At the time of the report, the device dislocation, medical device pain, back pain, weight fluctuation and depression outcome was unknown. The reporter considered back pain, depression, device dislocation, medical device pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.